Event description:
Olympus was further informed that the reported issue was observed prior to the procedure. The procedure being performed was therapeutic. The intended procedure was rescheduled.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by user facility (see b5) and results of the legal manufacturer¿s investigation. Based on legal manufacturer¿s investigation, the image problem (defect in color) was traced to a defective r-unit. The r-unit is found to be a pre-counter measured component. The most likely cause of the reported phenomenon are as follows: - unacceptable tension in the "ccd w. Holder" assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer "c-holder to bumper sleeve." - unacceptable tension in the "ccd w. Holder" assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined. - pre-existing damage to the "ccd w. Holder" assembly due to using a suboptimal adhesive device.¿ in addition, there was a cut found in the grey protective hose, which attributed to improper handling by the user. A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Event description:
The customer reported to olympus, the video telescope endoeye hd ii was displaying a green light. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the device displays a green light. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.